Event description:
The following was involved in this event: bone qlty type iii.

Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in fdi 26 of the patient's mouth. On (B)(6)2019 loss of osseointegration of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer for investigation. There were no patient operative or post-operative complications reported.